Event description:
(B)(4). It began with heavy bleeding for days and extremely harsh cramping. I then got the novasure ablation done. That helped some, but then the other problems started. Migraines almost weekly, chronic fatigue, chronic pain, a general feeling of the constant flu. And it hasn't got any better. I do have seizures. Since I was (B)(6) I have been fighting with how uncontrolled they are and essure made them worse too.